Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the internal and common carotid arteries. A 3.5mm x 30mm x 135cm (4f) sterling balloon catheter was selected for use. During device preparation, upon opening the product and attempting air removal, air continued to re-enter the system. The device was not used, and the product was replaced another device. The procedure was completed without issue. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the internal and common carotid arteries. A 3.5mm x 30mm x 135cm (4f) sterling balloon catheter was selected for use. During device preparation, upon opening the product and attempting air removal, air continued to re-enter the system. The device was not used, and the product was replaced another device. The procedure was completed without issue. There were no patient complications as a result of this event.